Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator did not work after powering on. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the direct current to direct current (dc-dc) converter printed circuit board assembly (pcba) to resolve the issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned pcba was conducted and found that the capacitor c77 was thermally damaged. If a failure of the capacitor c77 occurs during patient use, the ventilator response would lead to loss of ventilation. A design improvement was introduced for the dc to dc converter pcb to address tantalum (tamno2) type capacitor issues. The cause of the event was isolated to a thermally damaged capacitor c77 on the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not work after power on. The ventilator was not in use on a patient at the time of the reported event.